Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The patient's heart rate dropped when the patient was upright. Plans were made to reposition the lead with additional slack. The lead remains in use. No further patient complications have been reported as a result of this event.